Event description:
A field service engineer (fse) was dispatched to the user facility for a separate issue. During the inspection of the endoscope reprocessor, cleaning fluid was not discharged from the reprocessing basin. The fse reported that after replacing the drain pump, the endoscope reprocessor was as intended.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.